Event description:
A vague report of no flow of solution was received for which there was no clinical info. According to the reporter there was no clinical incident and no patient injury associated with this report.